Manufacturer narrative:
Reference record (B)(4). Buried bumper syndrome is a known complication of use of device.

Event description:
Additional information received. The stoma site discharge continued in spite of taking levofloxacin and naproxen. The peg tube can not be moved though tried daily, only half centimeter can be moved. An endoscopy in (B)(4) 2019 revealed that the internal bumper is completely buried.

Manufacturer narrative:
Reference record (B)(4). Additional information added to section b5.

Event description:
Additional information received. On (B)(4).2020, the peg tube was replaced.

Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed stoma site infection. A CT scan showed inflammation of soft tissue in the stomach. The patient was treated with oral antibiotics levofloxacin.